Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was dim. The reporter confirmed that the issue did not resolve with changing the contrast. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings:the display screen was found to be faded and discolored making the screen difficult to read. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the vibration motor was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.